Event description:
It is reported that while trialing, one of the prongs broke from the provisional.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: according to the surgical technique, the kinectiv neck provisional shall be inserted either by hand or using the kinectiv neck inserter instrument. The trial design is not intended to be impacted into the mating trunion of either the rasp or final implant. It is not known whether proper surgical technique was followed. No definitive cause analysis can be determined with certainty. However, the fracture potentially could be caused by: foreign material being in the junction prior to installation. Incorrect head provisional (offset) used increasing the bending load on the trial. Insufficient strength of the trial material. High usage leading to ultimate fatigue fracture. Reduction in strength due to repetitive autoclave cycles. Poor fit between the junction and the trial. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. The complaint history was reviewed and no additional complaints have been received from this lot.